Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. No visual or functional issues were found, the device performed within expected parameters. We have not been able to establish a relationship between the device and the reported event. Probable causes include user error or component failure with the accessories used. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during the safety test performed in (B)(4) the device presented a leak error.